Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patient and orders did not cross over to the med es server. A technical support specialist dialed into the device and the es server, launched ssms, and ran the downtime query to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the machine is currently in a critical override state, indicating that "patient orders may not be up to date due to an interface issue." The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.